Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: (B)(6). Review of the most recent repair record determined that the device motor failed, low rpms. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during receiving inspection in the distributor warehouse, the device did not work as it had no power. Follow-up stated operational problem, not quality. No patient involvement reported. Due diligence information complete. In consistent speed found during investigation.